Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for high blood glucose levels. The infusion set was changed prior to the hospitalization, but the high blood glucose levels continued. In addition, the customer stated, that the insulin pump had been exposed to CT scans and bone density tests. Troubleshooting was performed and the insulin pump passed the displacement test.